Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/16/2017. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a rhinoplasty procedure on (B)(6) 2016 and an absorbable implant was used. About four months post-operatively the patient experienced signs of collapse and a re-operation was required. During the second procedure, the device had been absorbed, however, the tissue, the device had been in contact with, was necrotic. The surgeon was able to shave away the necrotic tissue and use cadaver rib to repair the structure. The patient is recovering well. It was also reported that the issue did not negatively impact the cosmetic outcome. No further information is available.

Manufacturer narrative:
The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What are the surgery dates and post operative concerns for each patient? Was the same product code used on each patient?